Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised for possible loosening. Once the knee was opened, it was discovered that the spine of the articular surface had fractured and was floating freely in the joint.